Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information could be provided because the reporter declined follow up.